Event description:
It was reported that an ilet insulin pump became unresponsive during the fill tubing step, where the user could select ¿no¿ but could not select or press-and-hold ¿yes¿ to confirm drops, and the device later froze on the fill tubing screen at 165 units despite a full battery, latest firmware, and a power depletion and recharge attempt. Symptoms included no reported changes in blood glucose and no clinical effects. Outcomes included replacement of the ilet and a request for return of the original device. Investigation included remote troubleshooting and review of user reports. Investigation of this case revealed a screen or user interface malfunction consistent with an unresponsive touch input on the display assembly during the priming workflow, resulting in inability to proceed. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.